Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side "capsular contracture (baker iii)" and removal due to concern with the product. The device has been explanted.

Event description:
Healthcare professional reported left side "capsular contracture (baker iii)" and removal due to concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening on posterior, wear abrasion and yellow particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on posterior and crease fold. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.